Manufacturer narrative:
This report is submitted on 9 september 2020.

Event description:
Per the clinic, the patient experienced swelling at abutment site resulting in explant of the device on (B)(6) 2014. It is unknown if the patient was re-implanted with another device.